Event description:
It was reported that the pacemaker exhibited noise signals oversensed, pacing inhibition with asystole less than 2 seconds on the non-boston scientific right ventricular (rv) lead. A revision procedure was performed, and the rv lead was surgically abandoned. A new rv lead was successfully placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)